Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci sales professional that a male patient who is in his (B)(6) underwent a left diagnostic coronary procedure on (B)(6) 2013. Access was obtained via a 7f sheath (model unknown). A pre-procedure femoral angiogram revealed significant diffuse calcification. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that when the technician pulled the balloon to the 2nd stop, the technician felt the balloon rupture ("after the balloon encountered resistance along the calcification"). The technician stated that, "he could feel the balloon tracking along the calcium because it was not tracking smoothly to the arteriotomy as it does when no disease is present". The device was removed and the patient was converted to 15 minutes of manual compression. A femostop was placed on the access site (duration unknown) to ensure hemostasis was maintained. It was noted that the patient was not discharged from the outpatient lab where the procedure was performed until the afternoon of (B)(6) 2013. The patient was kept as an inpatient overnight due to having severe cad and also because the patient was referred to the cardio vascular (cv) surgeon for evaluation. No further information is available.